Event description:
The customer reported to olympus, when the light source cable is inserted the cable detection switch is sometimes lost. In addition, the high mode is also lost. The connector will be replaced. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented and to provide device evaluation results and to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h2, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reported malfunction was confirmed. The device was repaired on site by replacing the connector. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that when a light source cable is connected, the cable "detection" switch is sometimes lost was due to faulty connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer.

Event description:
The reported issue occurred during preparation for use for a therapeutic coelio procedure. There was a delay but the procedure was completed. There were no reports of patient harm.